Manufacturer narrative:
(B)(4). Date sent: 5/26/2026 b3: exact event date unk, entered (B)(6) 2026 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. How was the bleeding controlled? 2. How much blood was lost (ml)? 3. Did the patient require a transfusion? 4. Was there a patient consequence? If yes, how was the issue addressed? Questions 1 through 4 (removed), since this is a report regarding a single code concerning multiple problems with this clipper? That is also fully explained in the text. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No 6. Could you please clarify if the product issues that have occurred been reported to customer quality? No 7. If yes, do you have the complaint submission numbers (pc numbers)? N/a 8. What is the total number of procedures/patient events? Approximately three patients per week since january, every clip applier has at least 3 malformed clips this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during use of the mcs20 disposable clip appliers, particularly in commando procedures within ent surgery, specialists experience recurring issues with clip formation. On average, at least three clips per device are reported to be malformed, resulting in inadequate closure, clip dislodgement, or bleeding. In addition, mechanical issues are frequently observed, including failure to fire or incomplete firing. The procedures were delayed by 15 minutes and completed successfully.